Event description:
It was reported that, during the 15,000 hour preventive maintenance, and upon opening the ventilator, the field service engineer (fse) found the flow sensor to be cracked, leaking, and the printed circuit board (pcb) was corroded. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device, and found a cracked flow sensor, which was leaking and had splattered this liquid all over the inside of the ventilator. As a result, the printed circuit board (pcb) was corroded. The sensor housing above the threads had popped open under the pressure from inside the sensor. The leaking substance contains lead, lead acetate and produces lead fumes during decomposition. Evaluation and repair of the device is ongoing.